Event description:
A falsely elevated vancomycin result was obtained on a patient sample. The result was reported to the physician. The sample was repeated, and a lower result was obtained. Vancomycin treatment was discontinued. There was no report of adverse health consequences as a result of the falsely elevated vancomycin result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated vancomycin was the presence of an igm paraprotein in the patient's sample. The results were flagged with an abnormal reaction flag. According to the instrument operator's manual results with an abnormal reaction flag "cannot be reported". The instrument is performing within specifications. No further evaluation of the device is required.